Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using 10 devices of bd vacutainer® sst¿ ii advance plus blood collection tube there were impurities present in the serum causing the container walls to hang up. Additionally, there were erroneously elevated electrolyte results in 10 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using 10 devices of bd vacutainer® sst¿ ii advance plus blood collection tube there were impurities present in the serum causing the container walls to hang up. Additionally there were erroneously elevated electrolyte results in 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and red cell hang up was not observed. Erroneous results cannot be evaluated through photos. Additionally, 100 retained samples from each batch number were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of november 2025; additional testing was performed. Factors that may contribute to (red cell hang up, erroneous results-k, na, cl) were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results and red cell hang up. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.